Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR #s: 1225714-2013-01263, 1225714-2013-01264, and 1225714-2013-01265.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2010 and subsequently expired on (B)(6), 2010 after the use of the product.